Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented with a type iiia endoleak with component separation between the bifurcated and suprarenal devices. The physician elected to treat the patient by relining with one (1) infrarenal and one (1) suprarenal afx devices on (B)(6) 2019. Sufficient overlap was confirmed at the conclusion of the procedure. The patient is reportedly doing well and was discharged one day post-operative. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of a type iiia endoleak with component separation. The device, user, procedure, or anatomy relatedness of this event could not be determined. No procedure-related harms were identified. The final patient status was discharged on post-operative day one following a secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device iteration is afx with strata.